Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6) , (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 4000mcg/ml compounded baclofen at 192.2mcg/day and 170mcg/ml fentanyl at 8.17mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient went to the emergency room on (B)(6) 2018 with withdrawal symptoms. It was reported that a dye study was done and it appeared that the catheter was occluded. On (B)(6) 2018 the patient was brought to the operating room and once the catheter was disconnected from the pump the hcp was able to get perfect cerebrospinal fluid flow from the catheter. The pump was replaced even though there weren't any alarms or issues. The patient was being monitored in the intensive care unit and was stable following surgery. It was reported that the device would be returned to the manufacturer and would be replaced with a manufacturer's device. It was reported the device was used with/in the patient for treatment. There was no patient death reported and it was reported that the patient recovered without sequelae. It was noted that the symptoms came on suddenly. No further complications were anticipated/reported.